Event description:
It was reported that the energy select button would register as being pressed and would stay stuck in that position when no one was pressing it. When the energy select button was stuck like this, no other buttons could be activated. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main keypad assembly; however the reported failure was not duplicated. Further component cause could not be determined.